Event description:
During a percutaneous transluminal coronary angioplasty (ptca), a 6f adroit guiding catheter kinked and broke cm from the hub. The broken part was situated in the 23cm avanit sheath. The device was retrieved with a little bit of more pulling. At this point it was not known that the catheter was broken. Once, pulled out, it was noted that it was broken. A 6f non-cordis was used without any problems and the stent strut passage was easy. There was no report of patient injury. Approach was made from the right femoral artery with an avanti + mid-length sheath (23 cm 6f). A 23cm is used sheath for all ptca cases / no special reason. The femoral artery was described as normal (not tortuous and no calcification). There was no resistance/friction while inserting the adroit guiding catheter into the sheath. The adroit guide catheter exited the sheath. Resistance/friction was experienced during passing the stent struts (aortic valve / tavi) to insert the adroit guiding catheter into rca ostium, requiring a lot of torquing to access the target lesion. The rca was described as normal. The patient had a tavi procedure 13 month ago. The patient was put on aspirin and marcumar after tavi.

Manufacturer narrative:
Complaint conclusion: the report received indicated that, during a percutaneous transluminal coronary angioplasty (ptca), a 6f adroit guiding catheter kinked and broke approximately 8cm from the hub. The broken part was situated in the 23cm avanti sheath. The device was retrieved with a little bit of more pulling. At this point it was not known that the catheter was broken. Once, pulled out, it was noted that it was broken. The procedure was for re-treatment of previously transcatheter aortic valve implant. The physician noted a stenosis in the rca, location unknown. Approach was made from the right femoral artery with an avanti + mid-length sheath (23 cm 6f) and a 6fr jr adroit. The 23cm sheath is used for all ptca cases / no special reason. The femoral artery was described as normal (not tortuous and no calcification). There was no resistance/friction while inserting the adroit guiding catheter into the sheath. The adroit guide catheter exited the sheath. Resistance/friction was experienced during passing the stent struts (aortic valve / tavi) to insert the adroit guiding catheter into rca ostium, requiring a lot of torquing to access the target lesion. The physician torque the catheter three times to seat the catheter, however there was a stent strut from the valve causing some difficulty in properly seating the catheter. When the catheter was in position, a bmw wire and a maverick balloon were advanced, after pushing the balloon a few centimeters resistance was encountered, the device was removed and a kink was noted at the proximal section of the guiding catheter, about 15 cm from the hub. There was no resistance noted when retrieving the guide catheter into the introducer at the level of the kinked section. There was no report of patient injury and the device was returned for analysis. Fal: one non sterile unit of adroit 6f .072 was received coiled inside a plastic bag, the catheter was found twisted and partially separated at 8.7cm from ID band distal end as well as a compress/flat section of 1.2cm was found at 61.2cm from ID band distal end; blood residues were found inside the lumen of the catheter. The insertion of any device through the adroit catheter lumen could not be performed due to the condition of the catheter as received for analysis (twisted and partially separated and compressed). Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the ¿partially separated¿ condition; the results are the following: ¿sem results showed that the received catheter experienced a twisting event prior to the partially separation also the catheter presented evidence of elongations. In addition, the exposed braid wires presented evidence of smearing on the separation surfaces; that condition suggests stretching / pulling and smearing events. No evidence of tool marks around the mentioned damages was observed; cutting was discarded as root cause since the material does not present cutting conditions.¿ the catheter od and ID were measured near to twisted and partially separated condition and near to compressed condition and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of body/shaft-cracked was confirmed through failure analysis; however the exact cause for the condition could not be determined. The resistance/friction encountered during the procedure is likely related to the compressed /flat condition in one section of the catheter. Review of the information provided suggests that procedural factors related to the difficulty of the case in relation to the transcatheter valve may have contributed to the reported event. There is nothing in the analysis or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
A review of lot 15861863 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.